Manufacturer narrative:
Other text: device evaluation: bottom tamper seal broken. Plunger tamper seal intact. Observed chipped top case corners, cracked bottom case and right plunger case. Power up process, audio test, occlusion test. Cannot duplicate any primary audible alarm error. The power up self-test passed without any constant alarm or blank screen occurring. No problem was found. Adc counts were within spec. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump gave a persistent alarm. Nothing appeared on the screen. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.